Event description:
The lead was later returned for analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a visual inspection noted a setscrew mark on the terminal pin and ring. The suture sleeve was returned tied to the lead body at approximately 8 centimeters (cm) to 10.5 cm from the terminal pin. Resistance testing was completed to assess the electrical performance of the lead. The lead did not pass this testing. An x-ray examination revealed the inner coils were fractured at approximately 15 cm from the terminal pin, approximately 4.5 cm distal to the suture sleeve tie-down. No additional testing was performed due to the lead fracture.

Event description:
Boston scientific received information that during a device upgrade procedure, this right atrial lead was found to be fractured; therefore, was explanted and replaced. No adverse patient effects were reported.